Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) was stuck in a boot loop after rebooting due to printer issues. Technical support (ts) had the bme reboot the keyboard/video/mouse (kvm) sender and receiver, check the connections, and reboot the cns with one hard drive at a time, but the issue persisted. The bme tried to connect a monitor to cns, bypassing the kvm, but the issue persisted. The patients were being monitored by their nurses and no reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was stuck in a boot loop after rebooting due to printer issues. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was stuck in a boot loop after rebooting due to printer issues. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurses station (cns) was stuck in a boot loop after rebooting due to printer issues. Technical support (ts) had the bme reboot the keyboard/video/mouse (kvm) sender and receiver, check the connections, and reboot the cns with one hard drive at a time, but the issue persisted. The bme tried to connect a monitor to cns, bypassing the kvm, but the issue persisted. The patients were being monitored by their nurses and no reports of patient harm. Investigation summary: the reported issue was confirmed and duplicated. A definitive root cause could not be determined. However, upon further investigation by the repair center, they discovered the device had defective hdds. The hdds were over 2 years old and required replacing. Hdds will need replacement after 20,000 hours of use, as recommended by nihon kohden. The unit had all malfunctioning parts replaced, calibrated the touch screen, and checked networking functionality. The unit was successfully shipped back to the customer. An overview of the other potential boot looping/startup-related issues includes network service disconnect, ups (uninterruptible power supply), malfunction of the hdd components, sudden shutdowns (power loss), and faulty network switches; users should reboot the device. Overheating (e.g., fans clogged with foreign material such as dust or debris). A serial number review of the reported device (pu-621ra, serial number (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was stuck in a boot loop after rebooting due to printer issues. No patient harm was reported.